Event description:
Rt (respiratory therapist) called to patient¿s room as vent alarming - rt arrived - vent was showing large volumes and vent was saying: "background fault detected - check exhalation filter and exhalation flow sensor - also in the system log it said: 'expiratory flow temp oor." Rt checked exp filter and checked all circuit for loose leads, etc. - nothing showed bad - patient was manually ventilated and vent was changed out.